Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that ring was missing. Reservoir was unable to lock in place. Customer also stated that no physical damage to the insulin pump's retainer ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place and passed displacement test. Device received with scratched case however, no cosmetic or physical damage noted at retainer ring during visual inspection. Retainer ring is intact. (B)(4).